Event description:
Pt received a right breast implant on 3/21/81. Physician's note shows pt had a closed capsulotomy on right side on 4/6/87. Pt had removal and replacement of right implant on 5/12/92 with a saline device of another MFR due to capsular contracture.